Event description:
The customer reported that the device would shutdown on ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would shutdown on ac power. There was no report of pt involvement. A philips field service engineer went to the customer site, evaluated the device and verified the failure. Replacement of the power pca resolved the issue. The device passed all post-service testing and remains at the customer site.